Manufacturer narrative:
A review of this complaint class, laser not firing/laser firing issue, for this system for the previous 12 months showed no other complaints. A review of the logfile confirmed that the procedure for the right eye of this patient was interrupted at 29% complete due to an error message. Secondary energy too high. The system was turned off and turned back on and the surgeon was able to successfully complete the surgery. Root cause is unknown. (B)(4).

Event description:
A laser technician reported the surgeon was performing a prk procedure when track was lost due to the patient looking around. As the surgeon was attempting to retrack, the system stopped. The system was turned off and turned back on and the surgeon was able to successfully complete the surgery. There was no patient harm reported.